Manufacturer narrative:
The insulin pump powered up properly after battery installation. Unit received with operating currents within spec. Unit was monitored and no blank display or batteries out of limit alarms anomalies were noted. Unit received with broken battery cap, cracked case at display window corners, case at reservoir tube window corners, reservoir tube lip, battery tube threads, missing end cap sticker and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was 139 mg/dl at the time of the call. The customer stated that the screen of their insulin pump is blank. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.